Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be confirmed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had leakage. The following information was provided by the initial reporter: it is reported that patient is administered azacitidine at home by vpk from expert care, when administered the connection of the needle to the syringe leaked. Another needle was set up, but there was still some leakage. The complaint material has not been preserved. This notification is therefore only intended for your records.